Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6) , used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was performed and failed. A critical error was presented upon entering kpc. A case was attempted and the drill displayed a timeout error and a flicker at the connection screen. The most likely cause of this event is a drill encoder/exposure motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that upon beginning to bur the distal femur in cori-assisted tka surgery, a drill disconnect error message was displayed. There was no excessive torque and the typical troubleshooting steps were carried out. They quit the case, unplugged the drill, made sure the drill attachment was in the locked position, and then re-entered the case. They calibrated and went back to cutting and immediately received the same drill disconnect error. The surgeon confirmed he was not over torqueing the drill into the bone. The identical troubleshooting steps were followed and a third drill disconnect error was displayed upon trying to bur the distal femur. The procedure was finished with manual instrumentation without significant delays (3-5 minutes). The patient was not harmed. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was performed and failed. A critical error was presented upon entering kpc. A case was attempted and the drill displayed a timeout error and a flicker at the connection screen. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H11 - corrected data g2- report source

Event description:
It was reported that, upon beginnig to bur the distal femur in cori-assisted tka surgery, a drill disconnect error message was displayed upon beginning to cut. There was no excessive torque and the typical troubleshooting steps were carried out. They quit the case, unplugged the real intelligence robotic drill, made sure the drill attachment was in the locked position, and then re-entered the case. They calibrated and went back to cutting and immediately received the same drill disconnect error. The surgeon confirmed he was not over torqueing the drill into the bone. The identical troubleshooting steps were followed and a third drill disconnect error was displayed upon trying to bur the distal femur. The procedure was finished with manual instrumentation without significant delays (3-5 minutes). The patient was not harmed.